Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 551 mg/dl. Reportedly, the customer drank fruit juice prior to the ER visit due to ¿low values¿ throughout the morning, however, their continuous glucose monitoring (cgm) device may have been showing inaccurate values and the customer did not test bg value via any other method to verify inaccuracy. At the ER the customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Technical support educated the caller on how the control-iq technology relies on cgm data to predict glucose values, and the caller understood and acknowledged this information. The customer was advised to monitor the system and reach out if the issue continued.